Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device would not work, would not move, and the mechanism jammed was confirmed. An assessment was performed on the device and it was observed that the device would not oscillate and was frozen. It was further observed that the bearings were corroded, the o-ring was worn, and the set screw was bent. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a metatarsal osteotomy surgical procedure it was observed that the sagittal saw attachment device mechanism was jammed, would not work and the saw device would not move. It was reported that there was a delay in the procedure, but the length of delay was not reported. An identical spare device was available and the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.